Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a prosthesis placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was a malignant stricture. The stricture was approximately 4cm in length and located in d2/d3 genus inferius of the duodenum. During the procedure, the stent system was positioned within the patient. When approximately 3/4 of the stent was deployed, the stent system broke. The handle detached from the catheter and the delivery system became lax; the stent was unable to be reconstrained or fully deployed. The partially deployed stent was removed from the patient. The procedure was not completed due to this event. There were no patient complications as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a prosthesis placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was a malignant stricture. The stricture was approximately 4cm in length and located in d2/d3 genus inferius of the duodenum. During the procedure, the stent system was positioned within the patient. When approximately 3/4 of the stent was deployed, the stent system broke. The handle detached from the catheter and the delivery system became lax; the stent was unable to be reconstrained or fully deployed. The partially deployed stent was removed from the patient. The procedure was not completed due to this event. There were no patient complications as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 52mm. A 0.035in guidewire was returned exiting the proximal end of the device. The distal handle of the stent delivery system was detached from the outer sheath and the proximal hub handle was detached from the inner shaft. The stainless steel shaft was broken at 340mm proximal to the distal end of the shaft. The distal handle, the detached proximal section of the stainless steel shaft, and the proximal handle were not returned for analysis. During a functional evaluation, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner lumen. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited. Therefore, the most probable root cause classification is operational context.